Event description:
A pt's catheter was noted as being fractured. A diagnostic study was planned to be completed on (B)(6) 2010. No pt symptoms were reported. The pt's outcome, in addition to the type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).